Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was on auto mode and how low would it go before it suspended. The customer's blood glucose level was 4.4 mmol/l. The customer stated that she gt the micro bolus and was hypoglycemic. The insulin pump will not be returned for analysis.